Manufacturer narrative:
The discrepancy reported by the complainant for the ethanol concentration in bottle 10 when measured using a hydrometer of 83% and that calculated by the instrument software of 99.6%, indicates that a use error occurred during replacement of this reagent on (B)(4) 2017. Investigation of this complaint found that bottle 10 (ethanol) was not in contact with the corresponding sensor for 4 minutes and 55 seconds from 23:10pm on (B)(4) 2017, which is sufficient time to complete manual replacement of the reagent; and the properties of the reagent station were reset at 23:15pm on (B)(4) 2017. This user action set the concentration to the default value configured in the reagent types definition, which was 100% in this instance; and reset the number of cassettes processed and the number of cycles and days to zero. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 10 (ethanol) was used for the final dehydration step of both the "8 hour large run" protocol started in retort a at 23:15pm on (B)(4) 2017 and the "8 hour large run" protocol started in retort a at 15:24pm on (B)(4) 2017. The minimum final reagent concentration required for ethanol is 98%. However, the hydrometer reading of 83% for the ethanol concentration in bottle 10 measured on (B)(4) 2017 after the completion of two (2) processing runs comprising 199 cassettes indicates that the actual concentration of the reagent used for the final dehydration step in both the "8 hour large run" protocol started in retort a at 23:15pm on (B)(4) 2017 and the "8 hour large run" protocol started in retort a at 15:24pm on (B)(4) 2017 was significantly less that the required minimum. Although the complainant reported that tissue from "the second run was impacted", the quality of tissue processing from both the "8 hour large run" protocol started in retort a at 23:15pm on (B)(4) 2017 and the "8 hour large run" protocol started in retort a at 15:24pm on (B)(4) 2017 would have been adversely impacted. The root cause of the sub-optimal tissue processing reported by the complainant was a use error which occurred during manual replacement of the reagent in bottle 10 (ethanol), which was completed at 23:15pm on (B)(4) 2017 prior to commencement of the "8 hour large run" protocols started in retort a at 23:15pm on (B)(4) 2017 and 15:24pm on (B)(4) 2017.

Event description:
Leica biosystems received a complaint regarding poor processing of tissue from a protocol which had been executed over the preceding weekend. The complainant reported that: "the first run was good; the second run was impacted." The complainant advised that tissue in 47 blocks was adversely impacted; a discrepancy had been noted between the measured and calculated ethanol concentration in bottle 10, which was 83% and 99.6% respectively; and all cases from which sub-optimal tissue processing had been identified were diagnosable. The complainant indicated that the sub-optimal tissue processing reported had occurred between (B)(6) 2017, but was unable to provide specific details of the protocol(s) from which sub-optimal tissue processing had been identified. On 17 february 2017, a leica technical support center representative documented confirmation that all cases from which sub-optimal tissue processing had been identified were diagnosable. The complainant also advised a leica technical support center representative that the ethanol concentration in bottle 10 had been measured by hydrometer on (B)(6) 2017 and found to be 83%. The exact time that the hydrometer reading was taken on (B)(6) 2017 was not provided.